Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Additional information received states that this device was removed from service and upgraded to a biv ICD. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable device oversensed atrial fibrillation on the right ventricular channel. Pacing was inhibited. The right ventricular agc was reprogrammed to a less sensitive setting. Currently, this device remains implanted and in service. No adverse patient effects reported.